Manufacturer narrative:
(B)(4)

Event description:
On (B)(6)-2010, it was reported that a patient experienced increased baseline spasticity and a return of the following symptoms: irritability, rash, and itching. The patient responded to a 30 mcg bolus, but the symptoms reappeared. A second 30 mcg bolus was given and the patient responded again. A dye study was performed but the catheter could not be aspirated. A second dye study was performed the next day, which also resulted in an inability to aspirate from the catheter. This time the physician pushed through anyway, and the dye had flowed through nicely and appeared in the intrathecal space. A CT scan also showed good flow of the dye intrathecally. On (B)(6)-2010, the patient returned to the hospital with increased spasticity, clonus, and spasms. Withdrawal was also reported. The catheter was noted as fractured, and a replacement/revision surgery was scheduled. On (B)(6)-2010, a pump issue occurred, and motor stall was discussed. A roller study was performed and repeated, which suggested that there was no movement of the pump rollers. A single bolus of 30 mcg over 10 minutes was performed, and roller movement was detected. The physician had decided to replace the pump along with the catheter. The patient was noted as doing well.